Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms, which was out-of-range. Engineering analysis was done on device data and confirmed variable impedances on this rv lead between 400 ohms and out-of-range as well as variable power consumption it was noted that these leads were tunneled as device had been moved due to patient condition. Technical services (ts) reviewed device episode data and found that there were episodes of noise. This device was reprogrammed in clinic. This patient was not dependent on rv pacing. Ts discussed further device optimization and lead evaluation. No adverse patient effects were reported. Currently, this rv lead remains in service.